Manufacturer narrative:
Evaluation summary: the product was not returned. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified company ii (b) cartridge. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) had a bent haptic upon insertion. Additional information received reports due to the bent haptic the patient experienced a vitrectomy and required sutures. Additional information was requested.